Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had alarmed several times motor error and customer had also occlusions. It was stated that the customer had reported previous events regarding this issue. Customer stated that the last motor error alarm was in (B)(6). The motor error alarm occurred twice during an insulin bolus delivery, one time spontaneously and one time after an occlusion. It was stated that for all times the customer was able to rewind and use the insulin pump again. The device was bumped. It was also in a scan, but this was after the motor error alarm. Customer does not use the sensor feature. Blood glucose value is 4.1 mmol/l. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.